Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for low, out of range, hv lead impedance. During hv lead impedance testing, the patient began to feel unwell, very pale, shaking and sweaty due to a vasovagal episode brought on by a low pacing rate from the device. Shortly afterwards noise was seen on the right ventricular channel when patient moved up off the ground. Small amounts of noise were reproducible with isometric testing. Subclavian crush was suspected due to the patient participating in high intensity exercise. The lead and device were explanted. The patient was fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.8-7.2 from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion under the rv shock coil was noted at 3.9-4.0cm from the distal tip. The etfe coating was intact at these locations. The sensing conductor etfe coating was abraded from an unknown cause at 23.8-23.9cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.7-24.6cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.